Event description:
It was reported that the pump shut down and patient declined troubleshooting assistance. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.